Event description:
On (B)(6) 2023, it was reported by a peritoneal dialysis (pd) nurse that this patient was seen in the outpatient pd clinic on (B)(6) 2023 for cloudy pd effluent (during a call with customer support for a separate issue of draining slowly). In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2023, the patient had a pd culture obtained (in the pd clinic) due to cloudy pd effluent. The nurse stated the pd culture had growth of gram positive bacilli (organism not provided). The patient is being treated with intra-peritoneal (ip antibiotic therapy with vancomycin (dose not provided) x 2 doses and cefepime (dose not provided) for 14 days on an outpatient basis. Additionally, it was stated that the patient is using heparin (per standing orders) for possible fibrin in the pd catheter (not a fresenius product) which is likely contributing to draining slowly issue. The patient is completing pd treatment with the same cycler with no reported adverse effects. The patient¿s nurse confirmed the peritonitis is not associated with any issues with fresenius products. The nurse indicated the patient the patient¿s peritonitis was due to a breach in aseptic technique during the pd exchange.